Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evidence of moisture ingress was observed behind the pump display lens. During testing, the pump did not power on. The battery cap secured properly to the pump. The battery compartment was observed to be cracked; however, no evidence of moisture ingress was found inside the battery compartment. The pump case was also found to be cracked near the display screen. A leak test confirmed a leak at the pump case crack. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that moisture was visible behind the display lens after the user went swimming while the pump was in use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.